Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm could be confirmed with the data retrieved from the returned system controller. The log files submitted for review as well as downloaded for review captured data from 09:47:10 to 19:06:39 on 15sep2020. From the beginning of the log file data, from 09:47:10 until 18:15:58 on 15sep2020, the pump maintained speed above the low speed limit with no issue. Throughout this period, the controller captured routine system operation events. The last event record was captured on 15sep2020 at 19:06:39, where the pump speed dropped to 3540 rpm and a low speed operation alarm activated. The log file did not capture the power cables, or the driveline being disconnected from the controller before it was exchanged. This suggests the system controller may have reverted to the backup mode, which would have resulted in a controller fault alarm. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified that could be correlated to the backup mode/controller fault event captured in the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller serial #(B)(6) was shipped to the customer on 26may2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller fault. The heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate ii system controller showed a controller fault alarm message on the evening of (B)(6) 2021. The patient had received this controller in may of this year. The ventricular assist device (vad) coordinator decided to exchange the controller. Following the exchange they noticed that the controller shut down on its own directly after disconnecting all other connections without pushing the battery button and the start countdown. Log files were downloaded, but were not able to confirm the described event.